Event description:
User facility mandatory medwatch received that stated: "on the day that the intravenous (IV) pump sets were exchanged for a new brand, a nurse used the new symbiq IV pump tubing with the medication hung at 1330. The symbiq IV pump indicated "nearing end of infusion." Nurse noted that none of the medication was infused. The pump was programmed and hooked up correctly. The IV pump volume to be infused was reset. The pump counted down ml but no drips were noted in the drip chamber. At approximately 1400, the tubing was changed to a new set (same type) and the new set worked properly. The 30 minute delay in med administration had no affect on the pt. Nurse indicated that it appears that the tubing was the problem (not the pump) and so the tubing was bagged and returned to the manufacturer's representative. The company is to contact this facility with the findings of their investigation." Upon further query, the following info was provided that indicated the device did not deliver. The tubing set was being used for piggyback delivery of meropenem, 50mg/500mg via a sympbiq pump, at an unspecified rate, every 6 hours. It was reported that 30 minutes after the delivery was started, the nurse noted the device was incrementing; however, no medication was delivered. The tubing set was replaced and therapy was resumed using the same pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The tubing set was inadvertently discarded prior to testing; therefore, no testing was completed and attribution of the issue to the device could not be determined. (B)(4).